Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver shut down unexpectedly occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. The log was downloaded and reviewed finding error related to complaint. An interior visual inspection was performed and failed. The allegation was confirmed. The probable cause was determined to be a defective battery. No injury or medical intervention was reported.